Event description:
On (B)(6) 2014, the user facility reported a complaint with the pk dissecting forceps instrument but did not provide a description of the event. Intuitive surgical, inc. Contacted the user facility to obtain more information about the complaint but was not able to obtain any details.

Manufacturer narrative:
A 12-isi has received the device and completed device evaluation, failure analysis investigation observed a broken pitch up cable at the distal clevis hub. The clevis did not exhibit any damage or wear marks. Broken strands stick out at the wrist. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.